Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system worked as intended after deleting some patient information. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system can not boot up after it is powered on. This issue was noted outside of a procedure, and there was no patient involvement.